Event description:
I developed osteo-necrosis from an auto accident -in 1986- and was having severe pain in the hip joint and lower back. An orthopaedic surgeon talked me into having the corin metal on metal resurfacing done to aleviate the pain, although it has not helped me at all!!! I had pain before, although nothing like I endure now! No one told me I would have a 6 inch scar across my left butt cheek nor did they say that the device would pop and make lots of annoying sounds. I also have severe pain when it is cold outside and after almost 3 years I still cannot sleep on the operated side. I continually take pain medications every day and have developed stomach diseases due to them. I have consulted numerous doctors about my problem and they either know nothing about this device and do not want to touch me, or they say there is nothing they can do. I know that I signed up for this knowing it was a trial, although I did not know that if I had problems my surgeon would just give up on me. The dr's office has asked me to continue in the research study of this device although I do not feel that they have helped me so why should I help make them rich?